Event description:
(B)(6) distributor reports via e-mail, a complaint from our hospital customer: issue: during the examination, the rotator part broke. No pt or procedural information has been provided.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.